Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynx grip vascular closure device (vcd) failed when the physician used it to close the arterial site in a left heart catheterization. The scrub technician/nurse observed continued oozing and applied manual pressure. Hemostasis was achieved, and there was no harm to the patient. There were no reports of patient injury. The patient came in as an outpatient for the procedure. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2422006 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " sealant failure to achieve hemostasis" could not be confirmed. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) failed when the physician used it to close the arterial site in a left heart catheterization. The scrub technician/nurse observed continued oozing and applied manual pressure. Hemostasis was achieved, and there was no harm to the patient. There were no reports of patient injury. The patient came in as an outpatient for the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Updated report to reference previously submitted medwatch report number: (B)(4).